Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk, cracked reservoir tube lip and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Event description:
It was reported that the device was returned for unknown reason. Customer's blood glucose was unknown. Device was returned for failure analysis.